Manufacturer narrative:
The sn of the complained roller pump was provided. The occlusion of the pump was verified and no issue was found. Livanova field service has run a (using 1/4 x 1/16 tubing filled with water) at the same occlusion as set by the customer, and no abnormal heat generation was observed. When result of the simulation have been shared with the customer, customer indicated there was a clear increase in heat generation compared to the alternative pump he was currently using. Therefore the customer wants to replace it with a new pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: livanova deutschland manufactures the essenz hlm. The incident occurred in japan. During follow up with customer livanova received the confirmation the occlusion was verified many times. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the essenz roller pump 85, used for cardioplegia delivery, generates heat and stops. The issue occurred even if the occlusion was modified. There was no report of any patient injury.

Event description:
See intial report

Manufacturer narrative:
The cockpit log files have been requested and analyzed. Files were found to be empty, thus further analysis cannot be performed. Complaints database analysis revealed no similar events reported from other customers since the lcr and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the above, the root cause of the event cannot be determined. However, based on livanova knowledge and considering that the design of the essenz pump is the same of the s5 pump, the most likely root cause of the event too high setting for the occlusion of the tubings in combinatin with prolonged use at maximum speed. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.